Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The imp,tsv,4.1,10,mtx,mg (tsvt4b10) was received for investigation. Visual inspection of the returned product identified no signs of significant wear, damage, or deformation other than some residue present on the implant threads and collar. The returned product's dimensions were measured and found to be within the specifications of the product's engineering drawing. The reported device was located on tooth # 9 and was in place for about 5 months. Pictures or x-ray images of the implant site were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported pain. The reported complaint could not be verified due to the nature of the event and lack of definitive evidence. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, manufacturer, expiration date, UDI, device available for evaluation change ¿no' to 'yes', office contact - manufacturing site, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided

Event description:
It was reported that the patient had pain in the tooth site. The implant wa removed and the tooth site grafted.